Manufacturer narrative:
Motor error alarm noted during basic occlusion test and a33 alarm during prime test at 4lbs due to faulty force sensor(gold). Motor was tested outside the device and passed. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.